Event description:
It was reported the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error. Device data confirmed that the power consumption is increasing in a gradual fashion. There were no adverse patient effects reported. Currently the device remains in service.